Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072296.

Event description:
It was reported that the patients right lead migrated down a full lead length and patient was not getting an adequate pain relief. Lead migration was confirmed via x-ray. The patient underwent a lead revision procedure wherein the physician had to open the midline and pocket to remove the migrated lead and start over with entrada needle. Suture sleeve was added to the right lead. No device was explanted. The patient was doing well post operatively.